Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the leads detached and a manufacturer's representative ran a check on them and it says they are all unhooked. The issue was not resolved and the patient provided their weight. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). It was reported that ins was not working and the patient didn¿t feel stimulation. The patient reported that the lead wires were not attached and were not working. The patient reported that they were trying to get in to see a doctor so they could get an ¿x-ray with a c-scan.¿ the patient reported that they thought the manufacturer representative no longer wants to deal with the patient. No further complications are anticipated.